Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a battery out limit alarm and unable to clear the alarm due to buttons were unresponsive. Customer also reported that the insulin pump was exposed to moisture and there is fluid under the lcd screen. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 32.0 mmol/l and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the motor, vibrator and battery tube assembly. Unable to verify button/keypad anomaly, battery out limit and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display.